Event description:
The manufacturer received information regarding a dreamstation auto CPAP. The device was returned to a third party service center. During evaluation corrosion is found in connector. This report is being submitted for the corrosion in connector device during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The device was scrapped.

Manufacturer narrative:
A dreamstation auto CPAP device was returned to a third-party service center for service. There was no report of patient harm or injury. There was no report of medical intervention. During the evaluation of the device, the third-party service center visually inspected the device and found a cosmetic defect of corrosion in the device. In addition, there was a present of contamination from connector oxide. There was no evidence of foam particles or degradation. The device was scrapped. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This complaint is considered not reportable."